Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with defect found on battery contact (battery terminal) damaged. Manufacturer has taken corrective action to eliminate this issue. Ref: (B)(4). Unable to confirm complaint due to battery contact damage.

Event description:
Consumer reported complaint for low blood glucose test results compared to another brand meter. The customer is concerned with tests results from meter to meter comparison and results obtained of 182 and 253mg/dl on another meter brand. The customer's expected fasting blood glucose test result range is 110 to 140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non fasting and produced test results of 366 and 328 mg/dl using true result meter. The test strip lot manufacturer's expiration date is "01/22/20198" and open vial date is (B)(4) 2016 the meter memory was reviewed for previous test result history (date / time not set): (B)(4). Back to back blood test with the customer with a blood result of 366 mg/dl non fasting and then 328 mg/dl non fasting immediately after. It is observed,customer obtained high results on meter's memory outside of expected results.

Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Consumer reported complaint for low blood glucose test results compared to another brand meter. The customer is concerned with tests results from meter to meter comparison and results obtained of 182 and 253mg/dl on another meter brand. The customer's expected fasting blood glucose test result range is 110 to 140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non fasting and produced test results of 366 and 328 mg/dl using true result meter. The test strip lot manufacturer's expiration date is 01/22/20198 and open vial date is (B)(6) 2016 the meter memory was reviewed for previous test result history (date / time not set): (B)(6). Memory concerns:182 mg/dl back to back blood test with the customer with a blood result of 366 mg/dl non fasting and then 328 mg/dl non fasting immediately after. It is observed,customer obtained high results on meter's memory outside of expected results.